Manufacturer narrative:
The device was returned without packaging. The instrument was visually evaluated and found to be in good overall condition. There were scratches and signs of wear on the instrument; no discoloration was observed. The internal components of the bender were found to be jammed, so the plunger was stuck in the down position. The complaint was confirmed as the plunger on the bender was found to be stuck in the down position. The most likely cause of the complaint is determined to be excessive force by the user. In the warnings and precautions section of the instructions for use it is stated, ¿avoid undue stress or strain when handling or cleaning instruments.¿ the manufacturing history was reviewed and no non-conformance was found. There are no indications of manufacturing defects.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the bender was found non-functional upon opening the package. There was no patient or surgery affected.